Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 420 mg/dl. The customer was treated with syringe. The customer stated the pump alarm after battery change. The customer noticed cap screws onto pump and there was a crack and a piece missing. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 420 mg/dl. The customer was treated with syringe. The customer stated that the pump shows a physical damage. The customer stated that there is cracked near the battery. The customer stated that the pump was dropped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no unexpected battery out limit alarm or blank display noted. No moisture damage on electronics and motor noted. The insulin pump received with normal operating currents. The insulin pump had minor scratched display window, broken battery tube threads, cracked belt clip slot and cracked reservoir tube lip.